Event description:
Ventilator on patient alarmed "o2 sensor failure". Saw this alarm and alerted nurse that vent needed to be changed, she finished with other patient. She bagged patient and vent was changed out vent and put in workorder to ce on vent.